Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches on screen making it hard to read. The customer¿s blood glucose was unknown. Customer reported that the crack in casing and insulin pump rejecting the new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, current test, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly during test. No failed battery test alert and no rewind anomaly. Device received with cracked battery tube threads and minor scratched lcd window.